Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that charging was not possible on the universal battery charger device. It was further reported that the blue led was flashing. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the electrical component, opto-coupler, inside of the device was out of order. Therefore, the reported condition was confirmed. It was determined that this caused the reported issue. The assignable root cause was determined to be due to a manufacturing issue. This issue has been escalated to CAPA and scar. If additional information should become available, a supplemental medwatch report will be sent accordingly.